Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator suddenly generated an alarm, and the wave form was found to be abnormal. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). One autozero solenoid was received for evaluation. A visual inspection revealed that one of the tubing sets, which should be attached to a male connector, was missing. There was also evidence of physical abuse on the solenoid body. A new piece of tubing was attached to the solenoid, and the unit was installed into a test ventilator for analysis. Calibrations and performance tests were performed and the component was verified to have a damage of an unknown origin. It is not possible to determine if the failure was caused by a component failure during use or customer abuse. The customer reported malfunction was verified.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.